Manufacturer narrative:
MDR . / initial 2 of 3. E1: patient city: (B)(6). Patient country: belgium. Establishment name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state, province or territory: ca post office or zip code: 913251219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that, the patient experienced infusion set detachment, he lost 2 sets in the shower and 1 in bed due to tape not sticking event occurred on 20-mar-2026.